Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. During visual examination, it was noted that there was fibrous material found on the distal and proximal ends of the stent. The material was light in colour and was caught on the stent struts. The foreign matter was forwarded to the materials characterization laboratory for analysis. Scanning electron microscope (sem) and fourier transform infrared spectroscopy (ftir) analyses were performed on the sample and concluded that the material was synthetic in nature and possibly a polyester fibre. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation foreign matter was found on the device. When the 3.50x24mm promus element¿ plus stent delivery system was removed from the packaging, it was noted that it looked like there was debris on the end of the stent. The device never entered the patient and the procedure was completed with another of the same device.

Event description:
It was reported that during preparation foreign matter was found on the device. When the 3.50x24mm promus element plus stent delivery system was removed from the packaging, it was noted that it looked like there was debris on the end of the stent. The device never entered the patient and the procedure was completed with another of the same device.